Manufacturer narrative:
Approximate age of device ¿ 5 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient experienced an lvad fault alarm with no symptoms. The lvad fault is due to a communication issue with the pump that becomes locked up. It was suggested to power cycle the pump and see if this resolved the issue when it was safe to do so. This action was performed and the rpm went back to 5400 as the pump had been set. No additional information was reported.

Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log files confirmed the reported alarms. The system controller event log file contained approximately 104 minutes of data, spanning from (B)(6) 2019 07:22:58 to (B)(6) 2019 10:12:29, per the timestamp. Throughout the log file, lvad internal faults were active. The lvad faults were associated with eeprom communication error (f46) and e2p_crc (f59) lvad fault flags. Similar events were captured in the system controller periodic log file. The lvad internal faults did not affect the communication between the controller and the pump, as it appeared to operate as expected at the set speed of 5400 rpms. A specific cause for the lvad internal faults cannot be conclusively determined. The patient remains ongoing on vad. No product available for investigation. The heartmate 3 lvas IFU provides an explanation of all pump parameters. The IFU describes all alarm conditions as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook also outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.